Event description:
Hcp reported the pump was implanted in 2001 and worked well. Eight months later, during a refill procedure, 13 cc of baclofen were removed from the pump instead of the expected 2 cc. "The patient was not well." The same thing happened twice in 2002. After testing the catheter, they decided to remove the pump. Shortly after this, the pump began to ring as if it had a low battery. A follow up report will be sent when additional information is received.